Manufacturer narrative:
Additional information: sections b.3, d.7, & d.10. The recipient's device was reportedly explanted. During revision surgery the surgeon noted that the electrode was inside the carotid artery. Reimplantation was attempted, however, scar tissue and lack of neural response imaging prevented insertion of a new cochlear device. The recipient will not be reimplanted. The recipient is recovering well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is a poor performer. Programming adjustments were made, however, the issue did not resolve. Surgery will be scheduled.